Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller stated the patient had been shaking and stiffer beginning last night and getting worse today. They were charging but had no bars on the bottom and the lightning bolt on the ins icon. The caller could not locate the patient programmer. The caller walked the caller through using the recharger, activating the al to enable the side buttons and getting therapy turned back on. Therapy was turned back on and the caller would continue to try and get some bars shaded in. There were no further complications reported.